Event description:
It was reported the pt was to have an MRI taken and the system was to be removed. The pt also reported the stimulation was not doing much to resolve her issue. F/u identified the pt was working to find a physician to remove the scs sys.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.